Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for high out of range pace impedances. Further review showed the pace impedances have been out of range for a year. The impedances are greater than 2500 ohms. At this time, the rv lead remains in service. The patient is being monitored. No adverse patient effects were reported.